Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sensor values. Customer care recommended that the user re-link their sensor to clear the calibration history and any potential calibration misalignment. Post re-link, bg values fit sg trends well and the user was advised to continue using the system and to reach out if any more discrepancies are observed. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.